Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (environmental activity).

Manufacturer narrative:
Follow-up #1: date of submission 03/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box shows all loss of prime warning are related to cartridge changes; no valid loss of primes were observed. An ezprime and 24hr duration test was successfully completed with no loss of prime warnings duplicated. The total daily dose adds up correctly and reflects the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate complaint. Returned cartridge cap/returned battery cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a prime issue. The reporter stated that the patient had a blood glucose (bg) of 400mg/dl with nausea and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. The reporter stated a loss of prime occurred once. Customer support (cs) completed troubleshooting and it was determined that there was environmental activity associated with the pump. This report is being made due to the hyperglycemic event the patient experienced that resulted from environmental activity.